Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was being done when the needle snapped of from the thread(in the package/ removal from package / during passage through tissue)? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Procedure name and date? Event date? Lot number? Additional information was requested and the following was obtained: please confirm that 1 suture detached from the needle swage during this one patient procedure. Is this correct? It happened once in two different cases. How long was the delay in the procedure? The delay due to re-grafting would be 15-20 minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Fortunately no. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain alteration in treatment was that the first suture had to get cut out and then restarted the procedure with a new suture. Related medwatch reports: 2210968-2020-07366.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle keeps snapping off from the thread. No adverse patient consequences were reported. Additional information was requested.